Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 14. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii. No product was returned to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.